Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at four pounds during prime test due to faulty force sensor. Device had cracked reservoir tube window, cracked reservoir tube lip and scratched lcd window. The device was received without the belt clip and no physical damage to belt clip slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a crack below the reservoir compartment. The blood glucose at the time of the incident was 277 mg/dl. Troubleshooting was performed. It was also reported customer had high blood glucose. The device was returned for analysis.